Manufacturer narrative:
No patient involvement. The fse identified the source of the smoke and smell reported by the customer as a damaged stepper motor driver pcb (printed circuit board). An evaluation of the replaced part by the complaint handling unit at (B)(4) confirmed a burned (charred) component on this pcb. The available evidence suggests a user-caused electrical fault (over current due to a short circuit) resulted in the damage. (B)(4).

Event description:
On (B)(6) 2016 the customer reported a burning smell and smoke which had been detected coming from the customer's access2 immunoassay system (serial number (B)(4)). The customer indicated that no persons had been injured as a consequence of this event. A beckman coulter fse (field service engineer) was dispatched to evaluate the system.